Manufacturer narrative:
Lot number is unk; therefore, a review of the mfg records could not be performed at this time.

Event description:
Approx 23 wks postop, the pt presented with four pseudoaneurysms after a few dialysis sessions with the gore-tex intering stretch vascular graft. The surgeon reconstructed the areas of the graft exhibiting the pseudoaneurysms with another part of an intering graft. The physician is uncertain to date (04/13/2007), but does not believe the device caused or contributed to the event. The device will be returned for examination. To date (04/13/2007), the pt's status is good.